Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact on patient images and that the common image reconstruction system (cirs) intermittently powers off (addressed in pr8536323). There was no report of misrepresentation as a result of the ring artifacts. The philips field service engineer (fse) analyzed the raw data and confirmed the reported image artifact. The fse then evaluated the CT system and was able to determine that the compensator in the a-plane collimator was damaged and was the cause of the artifact. The fse ordered and replaced the a-plane collimator to resolve the issue. The philips fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact on patient images and that the common image reconstruction system (cirs) intermittently powers off (addressed in (B)(4)). There was no report of misrepresentation as a result of the ring artifacts. The philips field service engineer (fse) analyzed the raw data and confirmed the reported image artifact. The fse then evaluated the CT system and was able to determine that the compensator in the a-plane collimator was damaged and was the cause of the artifact. The fse ordered and replaced the a-plane collimator to resolve the issue. The philips fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.